Manufacturer narrative:
(B)(4). Physio-control advised the reporter that the device is no longer supported by physio and that, as a result, neither parts nor service is available. Physio-control recommends that the device be permanently removed from service. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
It was reported to physio-control that a monophasic device that the caller was looking to purchase from a third party had a service wrench present on its readiness display. Additionally, an event code was logged in the device's memory which indicated that it would not likely be able to provided defibrillation therapy if it were necessary. There was no patient use associated with the reported event.